Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "the mini mtp plate (mxm-002-mtp-l) was broken directly in half. Right at the laser line on the plate for the joint. We tried to remove the screws and broke a bunch of drivers. We were able to get one half of the plate out. The other half we could not get the screws out. He had to saw the plate in pieces to remove the plate and screws. We then revised it using a max lock mtp plate."